Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.4; lab: 2.2. Nurse tested herself and got 1.0 on the meter (not on coumadin). Pt was in the hospital recently; had lovenox about a week ago, but none since.

Manufacturer narrative:
Investigation pending.